Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR) and (B)(4) (the importer). (B)(4). In a follow up with the facility to obtain add'l info, the nurse on duty at the time of the reported event stated that at 4:20 she went over to check on the pt and saw that the pump was only a quarter done with the infusion when it should have been almost completed. She increased the rate up to 700cc/hr and the pump was still slowly infusing. She switched the pump with another pump and the pump worked with no add'l problems. The actual pump involved in the event was returned for evaluation. The pump has software version 68g030102. The volumetric accuracy was tested three times at 700ml/hr and 25ml for 2 minutes 14 seconds with results as follows: first test: 24.8ml or 99% of expected volume in 2 minutes 14 seconds. Second test: 24.9ml or 99% of expected volume in 2 minutes 14 seconds. Third test: 24.9ml or 99% of expected volume in 2 minutes 14 seconds. The pump performed with in specification. The pump's operational log was reviewed. Per the log, there is no rate of 700ml/h set during the day of the reported event, and the pump was not being used at or around 4:20 as stated in the follow up with the nurse on duty at the time of the event. On (B)(6) 2012 at 11:16:20am the pump was turn on. At 11:16:23 am new therapy was set. At 11:17:14 new vtbi (volume to be infused) and rate were set of 66ml and 198 ml/hr respectively. Time was set for 20 minutes. The infusion was started at 11:17:14am and stopped at 11:35:21am with 59.77ml infused for 100% of expected volume. At 11:35:26am the infusion was restarted at a new rate of 398ml/hr. At 11:36:23 am the infusion was completed and the pump automatically switched into kvo (keep vein open) mode with 6.23ml infused or 99% of expected volume. The kvo mode was stopped at 11:36:25 with 0.02 infused. At 11:36:30 am a new vtbi was set a 20ml. At 11:36:51am the infusion was started. The infusion was stopped at 11:38:13am with 9.12ml infused or 99% of the expected volume. At 11:38:20 am a new vtbi was set to 1110 ml at a rate of 912.3 ml/hr. At 11:38:39 am the infusion was started. The infusion was stopped at 11:39:10 am with 7.77 ml infused or 98% of the expected volume. At 11:39:18 am a new vtbi of 1132 ml was set. At 11:39:24 am the infusion was started at the rate of 912.3ml/h. The infusion was stopped at 12:48:34 pm with 1051.66ml infused or 100% of expected volume. At 12:48:52am a new vtbi was set to 1140 ml with a new rate of 684 ml/hr. At 12:49:16 pm the pump was started. At 2:20:36 pm upstream alarm occurred and the infusion was stopped with 1041.28ml infused or 100% of expected volume. Alarm was confirmed at 2:20:41pm. At 2:20:43 pm the infusion was restarted and stopped at 2:22:22 pm with 18.79ml infused or 100% of expected volume. At 2:22:29pm a new vtbi was set with a new rate of 955.9ml/h. At 2:22:42pm the infusion was started. At 3:28:23pm an air bubble alarm occurred and the infusion was stopped with 1046.51 ml infused or 100% of expected volume. The alarm was confirmed at 3:29:24pm. The pump remained not being for the rest of the day and was turned off at 3:31:54 pm. Based on the results of this investigation, the pump operated as intended. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available, a follow up report will be submitted.

Event description:
Imp ref #(B)(4).